Event description:
It was reported that the patient heard "audible tones" for the device. The patient was subsequently seen in clinic where "multiple episodes logged as atrial fibrillation" were observed. A chest x-ray revealed that the right ventricular (rv) lead had dislodged "and was in the right atrium." The lead was repositioned and remained in use. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.